Event description:
Facility reported patients experienced endophthalmitis cases performed that day. The facility has investigated a number of possible causes. They have made changes to a few of their procedures; however, the cause of the events remain unknown. Additional information regarding the events and the patients' outcome was requested on several occasions but not received. This is one of two medwatch reports being filed for this report, 2028159-2007-00296, 2028159-2007-00297.

Manufacturer narrative:
Root cause: evaluation not possible as no sample was returned. Corrective action: none required.